Event description:
On (B)(6), 2010, this pt was treated for a large abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported the pt was not a candidate for open repair, and had a very friable aorta with a large amount of thrombus and calcium in the aortic neck. Angiography identified contrast proximal to the trunk-ipsilateral leg component, so an aortic extender component was implanted for proximal extension. Final angiography again demonstrated contrast above the aortic extender component. However, the pt was reportedly stable and the devices appeared patent, so the physician concluded the procedure. It was reported the pt lacked distal limb pulses at the end of the procedure. In post-operative recovery the same day, the pt woke with belly pain. The physician chose to perform a conversion due to a lack of distal limb pulses. During the conversion, it was determined that dislodged thrombus from the aortic neck had clotted the legs. A small tear in the aorta above the graft was also found, and it was determined that the pt's friable aorta had ruptured during proximal ballooning with a gore tri-lobe balloon catheter. There were reportedly no issues with the implanted gore excluder aaa endoprostheses. The pt's aorta was repaired with a surgical graft (manufacturer unk), and the pt tolerated the procedure. On (B)(6), 2010, the pt expired due to post-operative renal failure, cardiac and respiratory insufficiency, and microembolization in the lower extremities. An autopsy was not performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Additional devices involved in this event: pxa320400/(B)(4), pxc121000/(B)(4). Refer to medwatch 2017233-2010-00418 for the report on the gore excluder aaa endoprostheses (pxt311415/(B)(4), pxa320400/(B)(4), and pxc121000/(B)(4)).